Event description:
It was reported on (B)(6) 2025 patient called reported while sleeping having discomfort from wearing the device. Patient stated experiencing headaches, pressure on chest and inquired what should she do. Patient services (ps) recommended to follow-up with their physician. Patient reported that the device caused difficulty breathing, and chest was hurting. The patient contacted their doctor and they instructed the patient to go to the emergency room (ER). While the patient was in the ER, a CT scan was performed on the patient's lungs. The patient was placed on a new heart monitor and blood work was ran. Everything came back normal. Additional follow up information from patient was provided on (B)(6) 2025. The patient reported the symptoms improved after removing the device. Patient reported the headaches and chest discomfort she experienced 6 months ago. Patient confirmed they were admitted to the hospital from (B)(6) 2025, and did not provide reason for the admission. Patient stated the end results is that they did not find any issues. Patient followed up with the cardiologist and they ran multiple test with no findings and is waiting for a follow-up from cardiologist. He patient believes the device was the cause of the pain and discomfort that they experienced. No further information to provide.

Manufacturer narrative:
It was reported that mcot sensor - 3.0 caused the patient to have discomfort and required the patient to report to the emergency room. He sensor was inspected for general physical integrity and found in good condition. Engineering evaluation could not confirm the allegation of the device caused difficulty breathing and chest was hurting. Sensor passed visual and functional testing. Root cause could not be determined. Device evaluation concludes that the sensor operated successfully, and no problem was identified.